Event description:
It was reported that during testing conducted at the manufacturer facility the device broke a blade. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device breaking a blade was confirmed by a manufacturer repair technician. Upon disassembly, a broken yoke pivot point was identified, which can cause the yoke to whip severely enough to break blades.